Event description:
It was reported that right hip revision surgery was performed due to a soft tissue reaction and elevated metal ion levels. No problems until the last year where the patient starting having pain in the back of his buttock, especially when he has done a lot of work. Lytic lesion behind acetabulum, measuring about 57mm. Soft tissue reaction around femoral component.

Manufacturer narrative:
(B)(4).